Manufacturer narrative:
Note regarding d4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer contacted spacelabs technical support to report that while monitoring telemetry patients on a xhibit central station, one screen went blank. There was no report of patient or user harm associated with the event. Technical support advised the caller to reach out to their internal biomed team to resolve the issue. The patients were moved to the working display to resume monitoring. Technical support made attempts to reach out to customer for an update, however, no further information has been received. If additional information is made available, a follow-up report will be submitted in accordance with 21 cfr 803.56.